Event description:
The customer reported via phone call that they had a no delivery alarm on their insulin pump. Customer's blood glucose was between 100 mg/dl and 120 mg/dl. Customer stated the alarm was resolved by a complete set change. The customer was advised to call back when the alarm occurs to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.